Event description:
The initial reporter questioned high results for multiple assays on a cobas 4000 c (311) stand alone system. Discrepant results were provided for 1 patient sample tested for sodium (na) and calcium (ca). The initial na result was 152 mmol/l. The repeat result was 131 mmol/l. The initial ca result was 11.9 mg/dl. The repeat result was 8.8 mg/dl. The initial results were reported outside of the laboratory where they were questioned by the physician. The repeat results were believed to be correct.

Manufacturer narrative:
The field service engineer (fse) found the sample probe was dripping. The fse replaced the relevant valves and the internal wash for the sample probe. The fse replaced the sample probe and all the syringe seals. An air purge was performed and the sample probe was no longer dripping. The instrument check was within specification. The customer ran acceptable qc. The service actions resolved the issue.